Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked zebra connector on lcd board. The insulin pump was received with minor scratches on display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had cracks to the battery compartment as well as a display anomaly. Customer's blood glucose level was unknown. Advised insulin pump would be replaced. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.